Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to the plate lifting out of the bone. An x-ray detected that the plate was placed too proximal and this only allowed one point of fixation of the distal end. In addition, a screw appeared to fracture through the base of the proximal phalanx adding to the over all instability. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to the plate lifting out of the bone. An x-ray detected that the plate was placed too proximal and this only allowed one point of fixation of the distal end. In addition, a screw appeared to fracture through the base of the proximal phalanx adding to the over all instability. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates that operator technique may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
Updated fields: d1: brand name: tmc speedmtp; d4: model number: sk58; lot number: 300599184; expiration date: 10-23-2029; UDI: (B)(4); d6a: implant date: (B)(6) 2024; g3: date received by manufacturer: 04-02-2025; g4: 510k: k242415 ; h2: if follow-up, what type: additional information; h4: manufacture date: 10-23-2024. H11: it was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to the plate lifting out of the bone. An x-ray detected that the plate was placed too proximal and this only allowed one point of fixation of the distal end. In addition, a screw appeared to fracture through the base of the proximal phalanx adding to the over all instability. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates that operator technique may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2025-00041.